Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was on black screen and asking for password. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was on black screen and asking for password. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed that customer resolved the issue by rebooting the station, remote smart service was online, and no further investigation was required for this device. Customer confirmed that they were able to login to the station and pull-out medications hence granted permission to close the case. The system functioned as intended after the customer resolved the issue.